Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient reported having pelvic discomfort during the initial post operation visit and was prescribed an estrogen cream. During another visit on (B)(6) 2011, the patient complained of continued discomfort and was prescribed some bladder medication, referred for pelvic floor physical therapy, and a pelvic musculature home exercise program. The patient discontinued estrogen cream again medical advice at some point afterwards. The patient was last seen in (B)(6) 2013 and reported the same issue as well as dyspareunia. The patient was put back on estrogen cream and given a bladder dilator medication. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.